Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the screen shows signs of delamination and doesn't respond to touch. The issue occurred during daily checks of the suspect device. It was reported no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was water ingress due to a hardware design issue.